Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bd services on the app server were not running and three services were stopped, which caused a communication issue. A technical support specialist restarted all services on the server and increased 6gb to16gb to help resolve the current issue. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, it had a communication issue, patient orders were not crossing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.